Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was an attemped implant due to helix would not extend after repositioning the lead. The lead was never in service. No adverse patient effects were reported.